Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the event. According to the complainant, during the procedure the ptfe coating peeled from the jagwire. The procedure was successfully completed with another jagwire guidewire. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Refer to MFR report #3005099803-2008-1658 and 3005099803-2008-1518 for details regarding the first and second devices, respectively.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.